Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the following additional information via follow up: the issue occurred with the surgeon's head inside of the viewer, while trying to manipulate instruments. The issue was intermittent and soon control of the arm returned back to normal. The movement of the arm scaled appropriately to the surgeon's commands, and the arm moved in the correct direction as commanded by the surgeon.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported issue. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that arm 4 moved with non-intuitive motion. The procedure was completed with no reports of patient injury.